Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 06/01/2026 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6: imdrf device code a180104 captures the reportable event of device contamination with chemical or other material.

Event description:
It was reported to boston scientific corporation that a compliance endokit was being unpacked on an unknown date. Upon opening the product, a live insect was found inside the packaging; therefore, the product could not be used. There was no patient involvement in this event.